Event description:
The facility reported an infusor that "alarms constantly intermittently." This event occurred upon power up in the anesthesia department. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. Baxter quality engineering confirmed this event as a damaged switch printed circuit board. No additional information is available.

Manufacturer narrative:
(B)(4). The reported malfunction of "alarms constantly intermittently" was confirmed and reproduced. The root cause was attributed to a damaged switch printed circuit board. The switch board was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.